Manufacturer narrative:
Eval results: a visual inspection of the returned prod found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The rptr states the surgeon attempted to insert an aq2010v silicone three piece lens and the lens tore. There was pt contact but no injury.